Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment regarding the programmers display not working. The display was damaged. Scratches were evident on the display screen on the left top side of the screen. The stylus did not align with the cursor. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers display did not work. The programmer was returned for servicing. There was no patient involvement.